Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient dropped the ilet, resulting in a cracked display and the patient transitioning to backup therapy while a replacement was arranged. Symptoms included no reported blood glucose impact. Outcomes included device replacement and continued therapy using backup methods without reported medical intervention. Investigation included return logistics and receipt of the device for assessment. Investigation of this device revealed physical damage to the display consistent with accidental drop, with no indication of performance issues affecting glucose management. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage due to accidental impact.